Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -11.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on 26/feb/2020. Pupil block with elevated iop (48mmhg) and angle closure with elevated iop (48mmhg) were assessed on (B)(6) 2020, and excessive vault was observed. The lens was removed and replaced for a shorter length lens on (B)(6) 2020. This resolved the problem. Cause of the event is reported as device (excessive vault). Reportedly, "patient happy."